Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) replaced main half height 3.1 drawer hard stop and reseated all cables and connections to resolve the issue. The customer cleared hardware error successfully and initiated final test via hardware test application (hta) which was passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 8w failed. Customer tried to recover but issue remain the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.